Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026, a 5mm x 2mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue lp delivery system. During the procedure, while implanting, after the device was loaded into the loader and advanced through the delivery system, it did not progress as intended. Upon withdrawal, the occluder was observed to have detached and remained inside the delivery system. The device did not come in contact with the patient. The entire system was subsequently removed, the sheath was reinserted, and the procedure was completed using a new 4f amplatzer torqvue lp delivery system and a new 5 mm x 2 mm amplatzer piccolo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of a premature separation was reported. The device was returned to abbott for investigation. The delivery cable was returned in a deformed state but met functional specifications when analyzed under non-physiological conditions. The occluder was not returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported premature separation could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.